Event description:
It was reported that the coil was difficult to remove and protruded from the catheter upon removal. The target lesion was located in a severely tortuous vessel. A 3mm x 12cm interlock coil was selected use with intermittent flush performed. During procedure, it was reported that the coil did not coil up in the blood vessel. The physician attempted to retrieve, however there was resistance and it was difficult to retrieve. The coil was removed from the patient's body. The coil was removed together with the catheter. However, the coil protruded from the distal tip of catheter during removal. The procedure was completed with another of same device. No patient complications were reported.